Manufacturer narrative:
The investigation of pump stop has been completed. The cut pump was returned for investigation. The data log was not returned for this case run. No physical damage was noted on the returned product. The pump was soaked in warm water, and some biomaterial was noted on the impeller and purge gap; however, no further testing can be performed due to the cut catheter on the returned pump. The cause of the pump stop issue was most likely biomaterial, based on returned product investigation

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella IFU: impella cp with smartassist for use during cardiogenic shock and high risk cp section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support.. While on support, pump stop occurred. Attempts to restart were unsuccessful. The impella was exchanged for another impella cp. No patient harm was reported.